Manufacturer narrative:
Internal investigation into strattice lot sp200334 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria.

Event description:
Limited information was reported on 15/sep/2022 from the sales rep on behalf of the hcp that they had a patient who had surgery on (B)(6) 2022 with strattice and she ended up having an implant exchange and had her strattice removed on (B)(6) 2022 d/t cellulitis.the lots associated with this event were reported as right breast: (B)(4) and left breast: (B)(4). This record is associated with right breast: (B)(4). Refer to MDR 1000306051-2022-00165 for the left breast investigation.